Event description:
Physician was attempting to dilate a severely calcified lesion in the lad with 80% stenosis with one nc sprinter balloon but the balloon ruptured at 1st dilation with 12atms/5sec, prior to this a non-medtronic balloon ruptured on its 2nd dilation. Patient was successfully treated with one resolute integrity drug-eluting stent. No abnormality noted during applying negative pressure prior to use. No resistance noted with the lesion / another device. No patient injury reported. Product evaluation: the balloon had been inflated. Hardened blood and contrast were present inside the inflation lumen and balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to soften the hardened contrast and blood to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A small radial tear was located on top of a balloon fold at the distal end of the balloon working length. Numerous scratches were present along the balloon working length.

Manufacturer narrative:
Evaluation results: (lesion morphology) - calcified lesion with 80% stenosis evaluation conclusions: (lesion morphology) - calcified lesion with 80% stenosis. (B)(4).